Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6a,d6b,h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of burn is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: - one opening striated in the side anterior assessed as surgical damage.

Event description:
Patient reported right side "3rd degree burns in the area that contained the implants", "burn through the clothing", and "it felt like the gel heated up in my chest". Healthcare professional reported a "bad t shirt sunburn" implant exchange. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 3rd degree burns in the area that contained the implants. And "it felt like the gel heated up in my chest." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported 3rd degree burns in the area that contained the implants and "it felt like the gel heated up in my chest." This record is for an unknown side. Device status is unknown.